Manufacturer narrative:
The device is reported to be available for evaluation, however, it is not yet received.

Event description:
The event involved a tego¿ connector where the customer reported that they have noticed a material defect in the tego connector catheter closures that are mounted on the dialysis catheter. The customer reported that when connecting the membrane there was leaking in some of the devices and the negative pressure of the large vein created suction, so air could get into the catheter (blood vessel). The incident occurred during patient use at the hospital. The customer did not report the incident to the FDA. There was medication involved in the event. The product was stored in storage with room temperature and by protected from the light. There was patient involvement, but harm was not reported as a consequence of the event. There were 4 reported incidents.

Manufacturer narrative:
D9 - date returned to mfg 17mar2025. Investigation summary: received two (2) used d1000 tegos and six (6) new d1000 tegos for inspection. One (1) of the used samples had excessive seal tearing. The seal had collapsed on the one (1) used tego occluding the fluid path. No defects or anomalies on the other samples. Each tego was leak tested per product specifications. There was no leakage. Although the complaint could not be replicated, the complaint can be confirmed on the one (1) used tego due to the seal tearing. The seal tearing caused an occlusion due to the seal collapse as received. The probable cause of the torn seal is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The device history record was reviewed and no relevant nonconformities were found that would have led to the reported complaint. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.